Event description:
The user facility reported a patient was on implanted with an impella cp due to ventricular tachycardia and acute myocardial infarction. The impella cp was supporting for just over 28 hours when explanted with care escalation to an impella 5.5 pump. The impella cp limb was ischemic and the patient had low urine output. The impella 5.5 was placed. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of limb ischemia and hemolysis has been completed. Based on the patient update, good flow was maintained during impella cp support at p-9, but the patient started having hemolysis, blood in urine and pfhgb was 340. Echocardiogram was done and position was confirmed. No distal pulses were found in the right foot and the vascular team assessed the patient. Unclear details were provided to confirm the cause of the hemolysis issue. Complaint device was not available to investigate and data logs were not returned to review. The cause of the hemolysis issue could not be determined since the complaint device was not returned for analysis and insufficient clinical data was provided. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.